Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein (pv) isolation and posterior wall isolation (pwi) ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that upon insertion, the sheath did not advance at the femoral level. Continued attempts led to deformation of the sheath. As a result, the initial sheath was removed, and a new sheath was used in combination with a dilator, which allowed successful advancement. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported difficult advancing was confirmed as the analysis of the returned device found reported observation of damaged/defective and kinked was confirmed through investigational analysis. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Dimensional inspections of the sheath shaft and dilator were measured with passing results. However, microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition. Risk assessment: a risk review performed for the faradrive device confirmed that the event of difficult to insert is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: the reported event was confirmed the reported analysis of the returned device found the "manufacturing deficiency" conclusion code was selected for the allegation of "difficult to insert", "damaged/defective" and "kinked" as the outer diameter of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape, increased thickness and a flattened profile. This resulted in a pronounced step transition at the interface where the sheath is introduced into the body.

Event description:
It was reported that during the pulmonary vein (pv) isolation and posterior wall isolation (pwi) ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that upon insertion, the sheath did not advance at the femoral level. Continued attempts led to deformation of the sheath. As a result, the initial sheath was removed, and a new sheath was used in combination with a dilator, which allowed successful advancement. No patient complications have been reported. The product is expected to be returned. It was further reported via gfe dated 21jan2026: the sheath kinked at the point of insertion during advancement, leading to resistance and difficulty advancing in the femoral vein.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein (pv) isolation and posterior wall isolation (pwi) ablation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that upon insertion, the sheath did not advance at the femoral level. Continued attempts led to deformation of the sheath. As a result, the initial sheath was removed, and a new sheath was used in combination with a dilator, which allowed successful advancement. No patient complications have been reported. The product is expected to be returned. It was further reported that sheath kinked at the point of insertion during advancement, leading to resistance and difficulty advancing in the femoral vein.